Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported experiencing poor coupling on (B)(6) 2017, stating that they were only getting 0-2 coupling bars. The patient reported that troubleshooting steps were tried, such as repositioning the antenna over the ins but they did not resolve the issue. The patient reported that they would have their spouse help them to achieve better coupling later. No patient symptoms were reported. No further patient complications have been reported as a result of this event.